Event description:
It was reported from the system longevity study that the left ventricular (lv) lead was displaying signs of diaphramatic stimulation. The pacing polarity vectors for the lv lead were re-programmed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.